Event description:
It was reported that the customer found a little bit of blood in the cartridge just after inserting the sensor. The sensor was on the stomach side but felt neither discomfort nor pain. Customer's blood glucose was 502 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.